Event description:
The patient contacted lfs alleging inaccurate reading on the verio meter and obtained a 150-160 mg/dl and less than 30 minutes later, the patient obtained a bayer meter and obtained a 120 mg/dl and a 125 mg/dl. The patient denied exhibiting any symptoms or seeking any medical attention due to the alleged issue. The test strips are in good condition and not expired. The technique of applying blood on the test strip was correct. A quality control test was not done since the patient did not have any control solution. The product was replaced. The complaint is reported since the alleged issue is greater than 30 mg/dl or 30%.